Manufacturer narrative:
D4 and h4 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the purge solution was running without heparin due to heparin-induced thrombocytopenia. In addition, the patient was in the onset of liver failure and bleeding from all accesses. The patient expired on support. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.